Event description:
Patient reported right side "bilateral prominent axillary lymph nodes". Also reported following events which are not related to the device: "solid, ellipsoid, hypoechogenic nodules¿, ¿microcysts¿, ¿feels discomfort in both axillae associated with the menstrual cycle¿, ¿bilateral prominent axillary lymph nodes¿, ¿increased osteoblastic activity in right and left costal arch¿, ¿inflammatory/degenerative changes in thoracic and lumbar spine diffusely¿. The device remains implanted. Treatment: chemotherapy.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.